Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿+ insulin syringe does not attach. The following information was provided by the initial reporter: the pharmacie is reporting that a customer had problems to attach the pen-needles to the novopen echo plus. 2 packages of pen-needles were affected.

Manufacturer narrative:
H6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd microfine¿+ insulin syringe does not attach. The following information was provided by the initial reporter: the pharmacie is reporting that a customer had problems to attach the pen-needles to the novopen echo plus. 2 packages of pen-needles were affected.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution ?: yes d.9. Returned to manufacturer on: 12feb2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10

Event description:
It was reported that the bd microfine¿+ insulin syringe does not attach. The following information was provided by the initial reporter: the pharmacie is reporting that a customer had problems to attach the pen-needles to the novopen echo plus. 2 packages of pen-needles were affected.